Event description:
It was reported the patient presented to the clinic post hear transplant. Further examination of the patient revealed the device had no pacing and no capture. Attempts to interrogate the device were unsuccessful as there was no magnet response from the device. The physician noted he believed the device was at eol (end of life). No patient complications were reported as a result of this event. The device remains implanted in the patient but is no longer functioning. The patient's heart failure team indicated there are no plans to replace the device at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.